Event description:
Follow up information reported that patient was treated with oral antibiotics. It was not known if the patient was re-implanted they had moved. It was noted that the antibiotics worked well and there was no other issues reported.

Event description:
It was reported that the patient "showed infection symptoms" and their battery was explanted. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).